Manufacturer narrative:
This report is submitted on january 22, 2018, (B)(4).

Event description:
Per the audiologist, the patient experienced a strep throat infection on (B)(6) 2017, and subsequently was treated with an antibiotic (amoxicillin). Duration of the treatment is not reported. On (B)(6) 2017 the patient experienced an episode of meningitis and was hospitalized; however, the treatment was unsuccessful. Subsequently, the patient expired on (B)(6) 2017. The following additional information was received regarding the episode of meningitis: the patient is reported to have an etiology of congenital deafness and bilateral mondini malformation. There were no reported craniofacial malformation, nor basilar skull fractures. No history of meningitis or csf leaks. The patient did receive pre-implant immunizations of pcv7 3 series, pcv13 and hib 3 series. Perioperative antibiotics of ancef were administered (duration not reported). No surgical complications were reported. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shuts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. No organism cultures were taken.